Event description:
It was reported that pump displayed malfunction code 16, with no notable events occurring before malfunction and caller declining to provide information about any impact on blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode, and was advised to return problematic pump using prepaid label, while Technical Support arranged replacement pump and instructed customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.